Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer did not see any drops of insulin coming out the end of the tubing during fill tubing. During system check, the customer indicated that the luer lock was leaking insulin and was not straight. The customer attached the tubing to the luer lock properly and was able to see drops of insulin during fill tubing. There was no impact to the customer's blood glucose level.